Manufacturer narrative:
(B)(4). Additional information received from global pharmacovigilance on (B)(6) 2012. The patient experienced cloudy effluent and abdominal pain on (B)(6) 2012. The patient was treated with vancomycin ip, gentamicin ip, and cipro orally (doses and frequencies not reported). The cause of the peritonitis was clarified as the patient woke up at night and disconnected herself without capping off. During the patient's hospitalization the patient discontinued peritoneal dialysis (pd) therapy and had the pd catheter discontinued. This complaint for use error-breach in aseptic technique was confirmed because the nurse reported that there was a break in aseptic technique. The root cause of this report was undetermined. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This is a spontaneous report by a consumer in the USA of transfer set that was open and resulted in a peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the transfer set was left open which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. It was reported that the customer is recovering from the peritonitis episode. Additional information received on (B)(6) 2012 that the nurse reported the patient received peritoneal dialysis retraining on using proper aseptic technique during therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was a user error identified with no product allegation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.